Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient experienced pain and device was explanted. It was noted that the issue was resolved at time of the report. Additional information received from rep on sept 26 2016 clarified that the patient had device explanted due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.